Event description:
A report was received that the patient was experiencing incision site discomfort. The area was red and irritated, however, the physician determined that the patient did not have an infection, and no culture was taken. The patient underwent a pocket revision, during which, the pocket was made slightly deeper. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.